Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from baxter's global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for cornybacterium and sterile peritonitis in a patient coincident with extraneal viaflex (lot number 10g23g40) intraperitoneally for capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2010, the patient experienced sterile peritonitis and bacterial peritonitis manifested by cloudy effluent. The patient was not hospitalized for the events. On (B)(6) 2010 the patient began remedial treatment with vancomycin ip and ceftazidime ip (dose and frequency not reported). It was not reported if remedial treatment had continued. On an unreported date, extraneal was stopped. As of the time of this report, the events of bacterial peritonitis and sterile peritonitis were ongoing and improved. The physician classified the severity as moderate. The physician did not provide an opinion of causality for the events. A nurse was contacted for clarification of events. She stated that she "reported both sterile and bacterial peritonitis because she did not know if the patient had both aseptic and bacterial peritonitis."